Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2014 with the following findings: there were no defects found with the display screen. The display was found to be clear and illuminated with no issues. The reported blank display screen was not duplicated during investigation. Unrelated to the compliant, a review of the alarm history revealed multiple call service 054/052 alarms. The pump was powered on and emitted a hard call service 054 alarm; the alarm was unable to be cleared. A component failure was found on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).